Event description:
It was reported that the patient with this pacemaker device exhibited high out of range pacing impedance measurements, measuring greater than 3000 ohms on the right ventricular (rv) channel. The physician wanted to see if this system is ok for magnetic resonance imaging (MRI). The physician also suspected lead fracture. Technical services (ts) reviewed and stated that if the lead fracture would make this system non-conditional for MRI. This device remains in service. No adverse patient effects were reported.